Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of 400 mg/dl. It was noted that the customer was vomiting and had diabetes ketoacidosis. Customer also mentioned having couple seizures due to low blood glucose readings and stated that the paramedics were called. Customer stated that they adjusted some of the settings and that may have been the issue. No further information reported.